Manufacturer narrative:
Request explant, clinical date and x-rays, not yet received.

Event description:
Revision surgery, 8 years after implantation. Implant was part of the (B)(6) and the revision surgery was completed by non-study surgeon. The ide investigator was just informed of the revision.